Manufacturer narrative:
The insulin pump passed idle current test, run current test, self test, off no power test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No motor error alarm noted. Motor passed motor test. No battery power loss alarm or battery out limit alarm noted. Pump had broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had an off no power and a motor error alarm. The customer¿s blood glucose level was 117 mg/dl at the time of call. The customer stated that the insulin pump alarmed off no power without a low battery alert warning. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer also reported crack on the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.